Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, brown particles on the surface of the shell, crease fold, part of the shell is missing. Leak test was performed and found broken shell on radius side. A microscopic analysis was performed which identify a striated edge opening, delamination on diaphragm valve. Based on the device analysis the final assessment is: - a striated edge broken on radius side assessed as surgical damage.

Event description:
Healthcare professional reported capsular contracture baker grade IV, pain, implant larger and tighter, and concern for textured implant device on left side. Healthcare professional additionally reported calcification and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture baker grade IV, pain, implant larger and tighter, concern for textured implant device on left side, and deflation.

Event description:
Healthcare professional reported capsular contracture baker grade IV, pain, implant larger and tighter, and concern for textured implant device on left side. Healthcare professional additionally reported calcification and deflation. Device has been explanted.